Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Patient will no longer carry both the receiver, the smart device and the receiver in the same vicinity. No injury or medical intervention was reported.